Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 with blood glucose value of 400 mg/dl. The customer was treated with manual injection, insulin drip and fluids. Customer currently using insulin pump system for high blood glucose event. Customer stated that auto mode was not active. Customer did not allege pump was under delivering. Customer declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.